Event description:
It was reported that a device was used during an unknown procedure. The device did not fire formed staples. (No further information is available). Another device was used to complete the case. There was no consequence to the patient.